Event description:
Same case as: 6000093-2007-00874. It was reported that post a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. In 2006, the physician placed two unknown size taxus express2 drug eluting stents in the left anterior descending (lad) artery and diagonal bifurcation. They were implanted by a different physician, but at this same hosp. They were predilated and post-dilated with an unknown size nc ranger. Ten months post the initial procedure, the pt presented to the ER and stated that "he stopped taking plavix two to three days ago". In the cath lab room, he stated that "he did not stop taking plavix". A late thrombosis was identified in both of the taxus stents. He was given medications which stabilized him and got the clots to disappear some. At the time of the report, the pt remained in the hosp with plans for surgery. No additional pt complications were reported. Patient status reported as "stable". Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.